Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 542 mg/dl at the time of the incident. The customer was at 270 mg/dl at the time of the call. The customer used the insulin pump and manual injections to treat. The customer experienced symptoms such as high ketone readings, stomachache, and headaches. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer stated the insulin pump was under delivering and was not comfortable using it. The insulin pump will be returned for analysis.